Manufacturer narrative:
Report indicates the annuloplasty ring was explanted after nine (9) months for mitral regurgitation and hemolytic anemia. Hemolytic anemia results from the premature destruction of red blood cells. It has multiple etiologies including autoimmune diseases, genetic disorders, infection, and drug reactions. There are several mechanisms for hemolytic anemia after mitral valve repair. It may be related to the mitral valve repair prosthesis and/or the annuloplasty ring when there is a ¿jet¿ of blood flow created from a para-ring leak, if there is a regurgitant jet directly pointed at the annuloplasty ring or if there is rapid acceleration of the jet within a narrow zone of para-ring dehiscence. However, the surgeon indicates that the dehiscence is related to procedural factor and not due to a device malfunction. There is no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events. No CAPA is applicable, trends are monitored on a (B)(4) basis; appropriate investigation and corrective action will be performed if/when needed.

Event description:
Edwards received information that this annuloplasty ring, implanted approximately nine (9) months and eight (8) days, was explanted due to regurgitation and dehiscence. The explanted annuloplasty ring was replaced with a 7300tfx 25mm. The surgeon indicated this was procedure related and not due to a device malfunction.